Event description:
Boston scientific received information that during an implant procedure the right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms when testing through the pacing system analyzer (psa) and device. All other lead measurements were within normal range. The lead was attempted and explanted. Subsequently a new lead was successfully implanted with good measurement values. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.